Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation due to the left lead migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned to address the issue. Therapy was restored post-op.